Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: flow: damage. Visual inspection: the 13.5 mm reamer head for reamer/irrigator/aspirator (part # 352.253, lot # 9873188, mfg # sep 11, 2015) was received at us cq with half of the distal tip broken off and not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 352.253, synthes lot number: 9873188, manufacturing site: synthes (B)(4), release to warehouse date: sep 11, 2015. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the distal portion of the ria system transmission tree was fractured during rhyming, graft had already been collected. The procedure was completed successfully without delay, and the patient is out of risk. This is report 1 of 1 for (B)(4).